Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7070766 / 7070645. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 24704688.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure. The explanted ipg and leads were discarded by the facility.